Manufacturer narrative:
(B)(4): final analysis of the pump revealed motor corrosion, gear train anomaly and a feedthru anomaly. The pumphead was deformed at the pump tube, there was a hole in the pump tube due to material degradation and mechanical wear and a roller wheel anomaly with corrosion.

Event description:
The patient experienced underdose symptoms of the drugs. The patient was hospitalized. There was also a critical alarm due to a motor stall that had occurred on (B)(6) 2012. The pump was 8 month prior to eri. The patient status was alive - with injury. The pump was used to deliver bupivacaine, fentanyl, methadone, and clonidine.